Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Madira, s., rahimi, m., khiabani, a., sullivan, m., hartupee, j., moreno, j., kotkar, k., masood, m., & pawale, a. (2025). A rare case of heartmate 3 pump stoppage. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1535. Department of cardiothoracic surgery, washington univeristy school of medicine in st lous, st louis, mo. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, ¿a rare case of heartmate 3 pump stoppage¿ that the heartmate 3 may be related to sudden pump failure. This case study discusses a 64-year-old male with nonischemic cardiomyopathy who underwent pump exchange of a thrombosed heartmate ii left ventricular assist device (lvad) to a heartmate 3 (hm3) lvad. Five days post hm3 implant, the patient developed acute hypotension and pulseless electrical activity. The hm3 lvad produced an audible mechanical grinding noise and displayed persistent alarms, no flow, and a pump speed of 0. Pump function did not recover despite device restart and a system controller exchange. The patient required cardiopulmonary resuscitation, initiation of bedside venoarterial extracorporeal membrane oxygenation, and emergent exchange to a new hm3 device. The new hm3 device was implanted, and the patient was slow to recover noting gastrointestinal bleeding initially and remaining on hemodialysis and a subdural bleed two years post implant. Post-event engineering analysis of the explanted hm3 device identified rotor physical damage with impaired rotor levitation, resulting in the sudden pump failure. The study concluded that a high index of suspicion, prompt recognition, and rapid surgical intervention are critical to stabilizing patients with sudden hm3 pump stoppage.